Manufacturer narrative:
Sample analysis: the device will not be returned for analysis. The root cause of this complaint can not be determined. The device history record was reviewed. No abnormal discrepancies or non-conformances were observed.

Event description:
It was reported that during the deployment of an embolization coil, the coil did not detach. The coil was retrieved from the pt. However, it is not known if the coil was retracted into the microcatheter or if a retrieval device was used. No add'l info could be provided. No harm was reported.